Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 054-0001 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2014 with the following findings: a review of the pump black box and history revealed a cs 054 call service alarm. During testing, the pump emitted a cs 054 call service alarm. The software was reloaded, and the pump completed a 24 hour exercise successfully with no duplicated alarms. Unrelated to the complaint, the bolus button cover was torn; however, the button was functional. The bolus button cover was removed, and no defect was found. The pump case was also removed with no further defects found.